Event description:
It was reported that the patient presented two days post implant. Upon interrogation, it was noted that the leadless pacemaker (lp) exhibited loss of capture due to high capture threshold. The lp was explanted and replaced. There were no patient consequences.